Manufacturer narrative:
Date of event is estimated. Date of explant unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03786 and 1627487-2020-03787. It was reported out of 3 leads patient has 2 implanted, one lead was explanted. The reason for lead explant is unknown and the explant date is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.